Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for movement disorders. The patient reported that they were having trouble adjusting their stimulation with the patient programmer due to seeing a code. The patient reported that they had an office visit on (B)(6) 2018 to activate the ins, and that they were told to increase 0.1 to 0.2 "notches" per day. The patient reported that they tried to increase the stimulation on the right side again and cot a code on the screen that they could not find in the book. The patient described seeing the stim off screen on the patient programmer. The patient reported that the first time they increased 2 tenths of a notch they had difficulty. The patient reported they were able to figure the right side and it was fine. The patient reported that the left side was good. The patient reported that syncing the patient programmer with the right side showed off and ok flashing on the screen. The patient reported successfully turning the ins back on and they were able to increase stimulation from 0.60 to the desired setting. No further patient complications have been reported as a result of this event.